Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and instrument data and checked the instrument power supply, syringes, reagent pipetting, water and substrate dispense and the sample tube bottom. The cause of the discordant tsh results is unknown. The customer successfully ran qc. The system is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant thyroid stimulating hormone (tsh) results were obtained on multiple patient samples on an immulite 2000 xpi instrument. The initial discordant results were not reported to the physician(s). The same samples were repeated on the same instrument and the repeated results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant tsh results.